Event description:
It was reported that the bed exit alarm did not go off, allegedly resulting in a pt fall.

Manufacturer narrative:
The customer put the bed back into service prior to the stryker technician's eval. When the bed became available and the tech was able to insert it, the bed was found it to be working properly. The customer had no collection of repairing the bed.